Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had experienced low blood glucose of 39 mg/dl, which was treated with tablets. The sensor glucose reading was above 50 mg/dl and 60 mg/dl. The customer stated that they had trouble with fatigue and other health issues. They stated that the night prior to the phone call they were awake most of the night, so the low blood glucose was not unexpected. They had sensor error alarms and their blood glucose was 140 mg/dl. The overlay tape for the transmitter made the device sit funny and as a result a couple of the sensors had been knocked out by the customer's elbow. The tape had irritated the customer's skin. Troubleshooting was performed and the customer stated the sensor was not fully inserted, the tape was loose, and the cannula was bent, and there was blood on the tape. Around the sensor site, the customer's skin was black and blue, which might have been caused when the customer bumped the transmitter into the car. Nothing further was reported.